Event description:
It was reported that an additional procedure was needed to remove the device due to insufficient clinical improvement and patient pain.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: continues shoulder pain probable root cause: design - inadequate raw material specification process - spacer not manufactured to specification - incorrect material used during manufacture - incorrect packaging or error in packaging process causes exposure to humidity or high temperatures application - use of expired product - wrong storage conditions (high temperatures or exposure to humidity <40%) - re-use of single-use device - use of contrast media - wrong patient or device selection - patient not following rehab procedure manufacture date is not known. H3 other text : 81.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The catalog number is not known at this time, therefore the gtin could not be determined. However, should it become available it will be provided in future reports.

Event description:
It was reported that an additional procedure was needed to remove the device due to insufficient clinical improvement and patient pain.